Event description:
The end user stated the chair took off when she was getting out of it. She held on to the right side and fell to her knees while the chair was still going. 911 had to be called to assist her up off the ground. She had to stay in the hospital overnight for observations. She had a left ankle sprain and redness on her knees. The incident occurred back in (B)(6) but she is calling now because the insurance company is calling her (B)(6).